Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., visual inspection of the returned device presented a burned blood at the tip. The functional inspection and electrical testing was performed; the device was within the product specification. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was originally reported that there was a char underneath the ao meter electrode and the tip of the catheter was separated. The response of the follow up received which stated that the char was embedded under the tip electrode. The tip of the catheter was not separated.

Event description:
It was reported that during an atrial flutter ablation treatment procedure, a char occurred and the tip of the catheter was separated. The treatment site was the right atrium. The blzr ii xp 7 / 110 / 2.5 / 8-8 qd k2 htd catheter was inserted via femoral vein. The maestro radiofrequency (rf) cardiac ablation generator was set at 80 watts for 120 seconds. There was ~10 rf application were delivered. It was noted that there was a char underneath the ao meter electrode and the tip of the catheter was separated. The procedure was completed with the non-bsc system. No patient complications were reported and the patient's status is stable.